Event description:
Medtronic received info that this pt was admitted in 2007 with a diagnosis of tricuspid valve insufficiency caused by the traumatic rupture of the chords. The next month, the tricuspid valve replacement procedure was performed, and this bioprosthetic aortic valve was implanted with continuous running suture. The early postoperative period was regular. On the third day after the operation an echo investigation identified high gradients with a peak gradient of 19 mm hg. During the next two weeks, the pt received antithrombotic therapy with warfarin 2.5 mg per day with inr- 3.0. During the follow up, the gradient had risen to 27-29 mm hg peak gradient. Because of the progressing of heart failure and worsening of haemodynamic data across the valve prosthesis the pt underwent re-do operation. During the operation thrombus was found on the anterior wall of right atrium. There were no deposits on the sewing ring of the prosthesis. The valve's leaflets' mobility was severly limited. Prosthesis was dissected. On the ventricular surface in the valve's sinuses thrombosis was detected. The valve was replaced without reported complication.

Manufacturer narrative:
Analysis: received in a clear solution, 0.2% glutaraldehyde, in a final product packaging jar in an explant kit. The gross analysis shows that the high gradient was due to thrombus that filled the outflow. All leaflets are very stiff due to tan to brown thrombotic appearing host material that fills the outflow. The free margin extending to the lunula of all cusps appears slightly stiff but flexible. A small tear in the tunica adjacent to the inflow margin of attachment of the non-coronary cusp appears to have occurred during explant. Thick tan to brown thrombotic appearing host material fills and stiffens all cusps on the outflow. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that this product met mfg specifications when released for distribution. Conclusion: high gradient due to thrombus. Reduced performance of the device related to pt condition. Product explanted and replaced without reported pt condition.